Manufacturer narrative:
(B)(4).

Event description:
The patient had a pocket revision; the reason for the revision was not reported. On (B)(6) 2011, the patient was in the emergency room; had abdominal pain; and had had no bowel movement for 7 days. They were questioning if the constipation was a result of surgery. They planned to interrogate the pump to check pump function. Additional information has been requested, a follow-up report will be sent if additional information becomes available.